Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lot of this product shipped to the customer over the past 3 months. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support for an unrelated error message received while performing the pd treatment. During the call the patient reported that she had a peritonitis infection and she was in a lot of pain. The patient was being treated with antibiotics through her pd fluid. Upon follow up with the patient's pd nurse, it was determined that on (B)(6) 2016 the cap from the patient¿s catheter came off resulting in a fluid leak. The nurse stated that the infection was caused by a breach in the sterile pathway as a result of this incident. A culture test was performed and the results were positive. The patient was prescribed vancomycin and tobramycin antibiotics. The nurse stated that he had spoken to the patient over the phone after the event and she was feeling better and had recovered from the infection.